Manufacturer narrative:
Siemens is aware of the potential problem with the tilt buttons on the optigrip and distributed the safety advisory notice in january 2011. The update was reported to FDA under 2240869-01/13/11-0002-c "optigrip warning letter." The operator manual for the system contains an instruction stating that the patient should be secured with the shoulder supports and the foot restraints when the table is tilted into a trendelenburg position. Emergency stop pushbuttons are also available to the operator to stop all device movements should it become necessary. Furthermore, if the system is re-started and buttons are stuck, the system will not function displaying a failure message. Results: tilt buttons. (B)(6).

Event description:
While performing an arthogram, the physician was pushing the fluoroscopy button and the table lurched into a trendelenburg position resulting in the patient almost falling from the table. After further investigation, it was discovered that there was a safety advisory notice distributed by siemens addressing a potential problem with the tilt button on the optigrip. There was no injury involved in the event. Siemens was notified of this event march 21, 2011, via FDA medwatch 3500a report from the customer.